Event description:
It was reported that the shaft of the catheter was broken. The target lesion was unknown. A 150/20 renegade was selected for use. At an unspecified time, the shaft of the catheter was broken. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination was performed on the catheter and the catheter was found to be broken at 13.5 cm from the hub. The device was also found to be detached/separated near the hub and 55 cm of braid was exposed. There were no signs of device usage inside the patient noted. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed the presence of coating and coating damage was evident along the coated length. Most likely excessive force used in attempting to remove the microcatheter from the dispenser coil caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the shaft of the catheter was broken. The target lesion was unknown. A 150/20 renegade¿ was selected for use. At an unspecified time, the shaft of the catheter was broken. No patient complications were reported.